Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter-defibrillator was reported with post-paced t-wave oversensing. Only one occurrence of the t-wave oversensing was noted for the past couple of months. No intervention was made. The patient was stable and would be monitored.